Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that the patient was hospitalized on (B)(6) 2019 with acute anterior myocardial infarction. Angiography noted lesions in the mid left anterior descending (lad) artery, first diagonal artery, the second diagonal artery, and the right coronary artery (rca). A 2.25 x 23 mm xience alpine stent and a 2.5 x 9 mm non-abbott stent were successfully implanted in the proximal lad. On (B)(6) 2020, the patient experienced chest tightness and on (B)(6) 2020, was hospitalized. Angiography noted 80% re-stenosis in both stents implanted in the proximal lad. Revascularization was performed with drug eluting balloon (deb) dilatation catheters. Post procedure, no obvious stenosis was seen. No additional information related to this issue was provided.